Event description:
It was reported that an x-ray showed partial insertion of the electrode array. The patient is showing a consistent response to stimulation on the channels 1 to 7, but there is no perception observed on the remaining basal channels. Reportedly, full insertion was achieved during the implantation surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect which or problem. However, the device was not providing enough benefit to the patient most likely due to inadequate electrode selection made during the initial implantation, as the patient was re implanted with a different electrode type, due to anatomical reasons, improving patient's benefit from the device. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Manufacturer narrative:
Since the device is not available to the manufacturer for examination, no device investigation was conducted if the device is received in the future, the case will be re-opened and the device investigated. In accordance with the information in the patient report, it is assumed that it possibly failed due to inadequate electrode selection made during the initial implantation, as the patient was re-implanted with a different electrode type due to anatomical reasons. However, to confirm a root cause of failure an investigation of the explanted device will be necessary.

Event description:
The patient was re-implanted on (B)(6) 2014. It was stated in the device explantation report that it was determined, with an insertion. Test device (itd), that the length of the patient's cochlea was not enough for a standard electrode array. Thus, the patient was reimplanted with a device with a medium electrode array. Reportedly, patient's performance with the new device is very good. Despite requested, the explanted device has not been received for investigation by the manufacturer yet.